Event description:
It was reported that the customer's blood glucose level was 41 mg/dl. The customer accidentally broke off the needle housing while inserting the sensor, because the sensor fell on the ground with the serter. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.